Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code/wrench code) has been confirmed. Upon investigation, the monitor displayed service code 104. The monitor had liquid contamination on j101 and the sd card, causing the service code. Additionally, contamination was found on the defib board j1002aa pins, which caused the monitor to deliver a low energy, monophasic pulse during the detect and treat testing. The root cause of the contamination was ingress of an unknown liquid. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that displayed a service code during incoming functional testing.